Event description:
It was reported that the patient complained of pain at the catheter insertion site ¿around one week¿ prior to the initial report, along with increased pain that was usually alleviated by pump medication. When catheter insertion site was opened, the catheter was observed ¿still partially in the intrathecal space, but with the bulk of the catheter wound up in the insertion site pocket.¿ the catheter was cut ¿in several places to facilitate easy removal, and a new catheter was inserted.¿ ¿also a blood patch was performed to help clot the site of the removed indwelling catheter.¿ the catheter was explanted completely, due to migration/dislodgment of the distal segment. It was disposed of by the customer and would not be returned to manufacturer. It was unknown by the reporter if there was any diagnostics or troubleshooting done. The issue was resolved, though the cause of the issue was not determined. The device system was used to infuse prialt.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8591-38, lot # d00002, implanted: (B)(6) 2011, product type accessory. (B)(4).